Manufacturer narrative:
Additional information: h6. Device evaluation: follow-up report submitted to document device evaluation results. Correction: h3. It was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The inspection of the plate and screws returned indicated that the returned screws were identified to be adequate to be used with the plate but did not contribute to the breakage of the plate. Therefore, they were classified as concomitants.

Event description:
No new information.

Event description:
It was reported that the plate was damaged postoperatively and needs to be removed.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.